Manufacturer narrative:
Continuation of d10: product type accessory product ID a820 serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for cancer chemotherapy. The patient reported 'it's not working. I can't bolus myself. Every time I try with the controller, it doesn't find the pump. It took me about a half hour to find my pump last night. It doesn't usually take me long at all to find it. ' patient mentioned they had a fall this morning so they "really need it". While on the call, patient reset the communicator and restarted the handset. Patient confirmed they were able to connect to the pump and deliver a bolus, but it got stuck on 90% for 30-45 seconds. Agent offered to clear data but patient declined. Patient would call back if they need further assistance to provide more information as needed. Patient mentioned they were on vacation and had a refill appointment a week after they get back from vacation.